Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from patient's left eye due to blurry vision with residual hyperopia. At explant, there was incision enlargement, but no sutures or vitrectomy was required. Procedure was completed successfully using the a same model, but higher diopter (17.0) lens. There was no delay in procedure. Patient was very happy post-exchange. Visual acuity pre-operative: 20/30 -2.0 refractive +0.5 at 110. Visual acuity post-operative: 20/20. No further information available.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Additional information: section d10: device available for evaluation ¿ yes, returned to manufacturer on 7/29/2020 section h3: device returned to manufacturer ¿ yes. Device evaluation: the complaint lens was received inside a specimen cup. Additionally, a complaint intake form was received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.